Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose level of 1200 mg/dl. The customer¿s current blood glucose was 400 mg/dl. The customer treated with manual injections. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will be returned for analysis.